Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and pelvic discomfort ("discomfort"). The patient was treated with surgery (ablation procedure in (B)(6) 2013). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain and abdominal distension outcome was unknown and the pelvic discomfort outcome was unknown. The reporter considered menorrhagia, pelvic pain, abdominal pain, abdominal distension and pelvic discomfort to be related to essure. The reporter commented: consumer had treatment for the events (unspecified), but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced heavy menstrual bleeding (menorrhagia), amongst non-serious events. Plaintiff sought treatment with her physicians but was unable to solve her symptoms. She underwent an ablation procedure in an attempt to alleviate her severe and heavy menstrual bleeding. Menorrhagia is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced heavy menstrual bleeding (menorrhagia), amongst non-serious events. Plaintiff sought treatment with her physicians but was unable to solve her symptoms. She underwent an ablation procedure in an attempt to alleviate her severe and heavy menstrual bleeding. Menorrhagia is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, event was considered related to essure. This case was regarded as incident, as a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.